Event description:
It was reported that the patients had inadequate stimulation due to the right lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted products will not be returned as they were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7096060